Event description:
The user saw the surgeon on (B)(6) 2021 for significant pain overlying the implant site both with and without external device on her head. The pain was first reported on 19-jan-2021 as the user was not able to wear the device due to pain for one week prior to this. The pain is worse with use of the device. The performance with the device has been poor but the reason for the revision surgery is the pain and inability to wear the device. Reportedly, the housing likely shifted lower in the pocket post-operatively. Re-implantation was performed on the (B)(6) 2021 and the concerned device was found with 3 extra-cochlear channels. At explantation the device housing was found stable.